Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. The 90% stenosed, 3mmx40mm, bifurcated target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. After a non bsc guidewire was advanced to cross the lesion, the physician managed to deliver an opticross imaging catheter. The part of the lesion was found to be 360° calcified. Therefore, ablation was performed with 1.5mm and 1.75mm rotablator and pre dilatation was performed with 2.5 non compliant balloon. Subsequently, a 2.5x24 synergy¿ drug eluting stent was deployed at 12 and 14 atmospheres and a 3.00 x 24 synergy¿ drug eluting stent was implanted overlapping the previously implanted synergy¿ stent. Post stent residual stenosis was 25%. Intravascular ultrasound (ivus) was then performed and the procedure was completed. Five days post index procedure, the patient had chest pain and was hospitalized. St segment elevation due to chest leads was noted and coronary angiography was performed. The lesion from the proximal lad had complete occlusion. After a guide wire crossed the lesion under intra-aortic balloon pump (iabp) support, thrombosis absorption was performed. Then ivus was performed with a non bsc imaging catheter. It was then found that at 5mm from the proximal edge of the implanted 3.00x24 synergy stent was thromboid. The same site was noted to be hazy under angiography. Following dilatation was performed with 2.0x30mm balloon catheter, long inflation was performed with 3.0mm non bsc balloon catheter. Timi flow 3 was restored and the procedure was completed.